Event description:
A surgeon reported a patient experienced negative dysphotopsia following intraocular lens (iol) implant surgery. It was reported that the patient stated she sees a grayish arc in her temporal vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 06/18/2008 and 07/03/2008 by phone, on 06/19/2008 by mail and fax and on 06/30/2008 by email. A completed questionnaire has not been received. This report was mailed to FDA on: 07/18/2008.